Manufacturer narrative:
The covidien customer support engineering (cse) inspected the device and could not duplicate the alleged malfunction. The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
Covidien received information stating that an 840 ventilator generated an error code that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.